Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported a death occurred. In (B)(6) 2015, a left atrial appendage (laa) closure procedure was performed. A 27mm watchman® aaa closure device as deployed; however the device was to positioned too proximal so a full recapture was performed. This 30mm watchman® aaa closure device was successfully implanted after 3 partial recaptures because the closure device was too distal. The closure device was placed distal to and spanned the entire laa ostium with a complete seal noted. In (B)(6) 2017, the patient died of an unknown cause.

Manufacturer narrative:
Describe event or problem updated(B)(4).

Event description:
It was further reported that the patient suffered congestive cardiac failure. This was not considered related to the device, procedure, or related procedures.